Event description:
It was reported that as soon as the catheter was inserted, the physician was unable to aspirate through the central lumen. The intra-aortic balloon was removed and replaced without any complications.